Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was returned for evaluation. Initial observation shows the threaded tip of the shaft broken off. It is possible that the retention rod was over-tightened during back table assembly or during removal of the driver after screw insertion; however, no determinations could be made as to the cause of the reported issue.

Event description:
It was reported that during a surgery, while tightening the distal screws in a tibial nail, the threaded tip of the autobahn retention screw broke and was left in the screw inside the patient post operatively.